Event description:
During an interventional procedure, the product did not cross the target lesion. After withdrawal from guiding catheter (hemostasis valve), the stent had lost its original shape. No adverse effects on pt. No prolonged procedure time. Stent was normally removed from the pt's body.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. During an interventional procedure, the 2.5 x 23mm cypher select was unable to cross the target lesion. After withdrawal from guiding catheter (hemostasis valve), the stent was noted to have lost its original shape. There was no injury to the pt. Per the instructions for use, the delivery system should not be withdrawn into the guide catheter, as this can potentially result in stent damage or stent loss. Inspection of the returned product confirmed the proximal end of the stent was severely damaged and had proximal stent strut uplift. Dimensional analysis was performed and all measurements were found within specification. This type of damage could have occurred during attempts to withdrawal the device through the guide catheter. However, the exact cause of the stent damage could not be conclusively determined. Controls are in place to prevent this type of failure from leaving the facility. The DHR review showed that the product not requirements per the applicable manufacturing quality plan. Conclusion: based on the clinical info and product analysis, it appears that procedural factors have contributed to the stent damage. There is no evidence to suggest that the event was manufacturing related.